Event description:
During a follow-up a few hours post-implant, an echocardiogram revealed the patient experienced an effusion resulting in cardiac tamponade due to perforation of the blood vessel. It was alleged that vessel was perforated by the guidewire while implanting the left ventricular (lv) lead. A surgery was performed to address the injury, and the lv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.